Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. Suggested the customer to change the set, but did have any with them at the time of call. Instructed the customer to call back the help line to complete the testing.